Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated increased pain and general malaise led to the attempt to aspirate from the side port on (B)(6) 2017. It was unknown when the issue began. The patient was referred for surgical revision and a catheter placement was planned to determine the cause of the inability to aspirate from the side port. The status of the device was pending surgery and the patient¿s weight was noted as ¿not applicable.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a business partner regarding a patient receiving lioresal and infumorph via an implantable pump for non-malignant pain. It was indicated the patient started treatment with lioresal (unknown concentration; lioresal kit-model # 8562) at 160 mg/day on an unspecified date in (B)(6) 2014 and infamorph (morphine) 25mg/ml at 6 mg/day (start date not known) intrathecally. It was indicated the patient's medical history included lower back pain (which they had experienced for over 40 years). Concomitant products were not reported. On an unreported date in (B)(6) 2017, after starting the products, the patient was diagnosed with cervical dystonia and experienced upper back pain. The etiology of the new onset of cervical dystonia was not known. On (B)(6) 2017, it was reported the physician was unable to aspirate the side access port and referred the patient for catheter replacement. It was reported the event was reassessed as serious and unexpected. No further complications were reported/expected.